Event description:
After the patient was transferred from the gurney to the or table (skytron 6100-02), the table would move left side down, without pressing any buttons. Staff leveled out the bed and unplugged the power and had the patient move back to the gurney safely. The hospital assistant as well as the equipment coordinator were notified. The bed was removed out of the or, to be switched out for a new bed. However, the equipment coordinator switched out the bed control and the problem was resolved. He stated the buttons were malfunctioning ("stuck") on the remote. The bed was moved back into the or, we proceeded with the case.